Event description:
The following has been reported: error 17 battery charge. Remarks: power supply (board) found faulty after cross checking. Reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.